Event description:
It was reported that during a gastric bypass procedure, the handle of device was broken during operation and replaced with another like device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Pinion axle support. Evaluation summary: the analysis results found that the 6sb45 device with the firing trigger handle broken and with a reload loaded in the device. The reload was returned partially fired. The reload was disassembled to verify the condition of the spring cartridge lockout and was found normal. No functional test could be performed. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reached on how the firing trigger handle broke and what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker issue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.